Manufacturer narrative:
UDI (di): (B)(4)

Event description:
It was reported that a presyncopal patient presented in the emergency room. The pulse generator exhibited backup operation. No intervention was reported and the patient would be monitored.